Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but could not duplicate the customer's reported issue. Upon review of the fault logs, the stm observed fault code #112. As a precautionary measure, the stm replaced the coiled cable cord and backplane to coiled cable cord, then performed all calibration, functional, and safety checks per factory specifications. The iabp unit was then cleared for use and returned to the customer.

Event description:
It was reported that while supporting a patient, the cardiosave intra-aorta balloon pump (iabp) produced a loud noise followed by an unexpected shutdown. A nurse turned the iabp unit back on to continue iabp therapy without issue, however, it was recommended by a getinge support technician to replace iabp and send the original iabp to the biomed to be evaluated. There was no patient harm and no adverse event was reported.

Event description:
It was reported that while supporting a patient, the cardiosave intra-aorta balloon pump (iabp) produced a loud noise followed by an unexpected shutdown. The nurse turned the iabp unit back on to continue iabp therapy without an issue; however, it was recommended by a getinge support technician to replace iabp and send the original iabp to the biomed to be evaluated. There was no patient harm and no adverse event was reported.